Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant back to back inr results using coaguchek xs meter (B)(4). At 8:28 am, the customer tested by fingerstick on the meter and the result was 2.3 inr. Customer claimed the result originally read 2.9 inr but the result could not be found in the meter memory. The previous result in the meter memory was from (B)(6) 2018 and the result was 2.9 inr. At 8:59 am, customer retested on the meter and the result was 1.9 inr. The customer has a therapeutic range of 2.5-3.5 inr. The customer is not anemic and has no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no change to warfarin dose, no new medications, no new illness and no symptoms of a high inr. There was no allegation of an adverse event. Corresponding retention test strips (lot 294942) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294943) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.